Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left implant rupture diagnosed by MRI. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the posterior side assessed as unidentified (tear) opening (shell thickness within specification.) Additional observations: creases are observed. Visual analysis of the photographs identified: rupture: no observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Only observed gel but I couldn¿t see the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Physician reported left implant rupture diagnosed by MRI. The device has been explanted and replaced with a non-allergan device.